Event description:
It was reported that the patient experienced hyperglycemia after being disconnected from the ilet device for an MRI, with sensor glucose values in the 300¿400 mg/dl range and a confirmatory fingerstick of 442 mg/dl; values trended downward over subsequent checks. Customer care provided follow-up monitoring to confirm glucose trend and device function. Investigation of this case revealed that the device had been intentionally removed for imaging and glucose levels decreased after reconnection and monitoring, with no device malfunction confirmed. Symptoms included headache associated with hyperglycemia. Outcomes included no emergency care, and no hospitalization. It was concluded that the event was hyperglycemia with unclear cause beyond temporary disconnection, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.